Event description:
The customer reported receiving error code b30 during an unspecified procedure involving an olympus video system center. The customer suspected that the cause of error code b30 was fluid invasion. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.